Manufacturer narrative:
Gf health products, inc. Has requested the family release the rollator to a third party testing lab for evaluation. All shipping and testing costs would be paid by gf health products, inc. A follow-up report will be sent in the event the product subject to this adverse event is released and a failure analysis performed. This report does not constitute an admission or conclusion by gf health products, inc., or its employees, suppliers, manufacturers, or distributors (the "parties") that the reportable event was the result of the parties' negligence or misconduct or due to the fault of their products.

Event description:
End-user's daughter stated she was standing behind the rollator holding it in position as her father attempted to sit down on the seat. Suddenly the wheel and fork broke off causing her father to fall. She does not recall if the brakes were engaged. End user was transported to the hospital by ambulance. X-rays were taken reflecting no fractures. Patient received seven sutures to the top of his right hand. In addition to bruising on his head and face.

Event description:
End-user's daughter stated she was standing behind the rollator holding it in position as her father attempted to sit down on the seat. Suddenly the wheel and fork broke off causing her father to fall. She does not recall if the brakes were engaged. End user was transported to the hospital by ambulance. X-rays were taken reflecting no fractures. Patient received seven sutures to the top of his right hand. In addition to bruising on his head and face.